Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Conclusion code applies to the lead.

Event description:
Additional information was received. The patient stated that the trial had been removed and everything was resolved. She stated she only had the trial for a week and she did not have the serial number of the ens. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. The patient reported that they had the trial device put in on the morning of report. The patient noted that about ten minutes before report they pulled their wires loose. The patient was asked to clarify which wires and they stated that they were talking about the ones that go into the sacrum. The patient noted that they notified a manufacturer representative (rep) and called their healthcare professional (hcp) but they were gone for the day. The patient was to follow up with the hcp. Additional information was received from the rep. The rep reported that they had the patient switch sides. The rep noted that the patient was not feeling stimulation on the opposite side now. No patient symptoms or further complications were reported or were expected.